Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Due to imdrf harmonization, some previously submitted device, method, result, and conclusion codes related to this event may have been updated. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the patient's lack of education or training on how to position the antenna on the implant was the biggest problem. After a manufacturer representative (rep) showed the patient how to position the antenna, the patient has had no major problems. No further complication was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for radiculopathy and spinal pain. It was reported that the patient was having issues keeping the adaptive stimulation settings set where they put it. The patient puts group a at 300 (upright) and b at 60 (laying) but when they come back to it they are crisscrossed/opposite. The patient's rep stated that the ins may be 'flip flopping' (programs). The programming did not seem to stay. During troubleshooting it was noted that the patient needed more education on how to use the programmer. Online tutorials were sent to the patient. Additional information received from the patient reported that they were still having issues with the ins not recognizing what position they were in and changing the settings accordingly. More educational videos were recommended for the patient. The patient later reported that after looking at the videos the ins still was not working (adaptive settings issue). The patient was redirected to their hcp. Follow-up was conducted. Additional information was received from the patient. It was reported that the device was incorrectly programmed by an earlier person. The device was programmed for the patient's back and not their right ankle and leg. The patient said they still had chronic pain. The patient said they still had some trouble with the settings and the right battery doesn't always stay full after charging. No further complications were reported.